Manufacturer narrative:
(B)(4). This unit is being serviced by a carefusion authorized service center. The device is currently in house and is pending results of the investigation. Once the results become available, a follow-up medwatch report will be submitted with the additional information.

Event description:
It was reported to carefusion that a patient passed away while connected to an ltv ventilator. There are no allegations of the ventilator causing any patient harm, the customer would like the ventilator evaluated as a precaution.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician performed extensive testing on the unit. The service technician tested the unit's flows, pressures, and volumes with no abnormalities. The unit passed all testing. A battery run-down test was also performed, and the unit passed. No failures were detected with the device and the reported issue could not be duplicated.